Event description:
While priming the filter set, the operator observed fluid leaking from the venous luer lock connector. The luer lock connector was tightened and priming continued with no further leaking. Approximatively 15 minutes after starting continuous renal replacement therapy, the operator observed blood leaking from the venous luer lock connector. Treatment was stopped without returning the blood from the extracorporeal circuit resulting in an approximate blood loss of 150 ml. The patient was not symptomatic and there was no medical intervention related to the blood loss.

Manufacturer narrative:
The m100 set was checked by a gambro sales representative and no defect was identified. Only a part of the venous line of the product was returned for our investigation. No defect was identified on the returned part. The review of the prismaflex m100 set device history record for lot number 12l0703g and the complaint history files confirm there were no nonconformities and no similar complaint reported regarding this lot number. Gambro received no information to suggest that a gambro product caused or contributed to the event and it does not regard the submittal of this report as an admission of causation or liability. Only a part (piece of venous line) of the entire sample was received.